Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00253. Follow-up revealed the patient's leads were explanted and replaced (with a single lead/different model). Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00253. It was reported the patient hasn't been receiving adequate pain relief. Reprogramming was unable to address the issue. X-rays were taken and no anomalies were found. The patient may undergo surgical intervention to address the issue.